Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited loss of sensing, p wave amplitude variation and high, out of range pacing impedance. Programming changes were made. The patient was stable.